Event description:
The following was reported to hamilton medical ag: summary:during diagnostics, we measured the voltages on the motherboard, all of them are within the acceptable range. Tinst sensor value in sensor data is out of range.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary:during diagnostics, we measured the voltages on the motherboard, all of them are within the acceptable range. Tinst sensor value in sensor data is out of range.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4).